Manufacturer narrative:
There is no allegation against device functionality. The system was explanted secondary due to patient infection. Investigation is considered closed.

Event description:
Boston scientific received information that the device system, including this cardiac resynchronization therapy defibrillator (crt-d), was explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.